Manufacturer narrative:
Three opened 27+ trocar assemblies and one cannula/hub assembly in a bubble bag were received. The samples were visually inspected and were found to be conforming. The samples were then dimensionally inspected for cannula inner diameter and were found conforming. A functional fit test was performed with the probe from the corresponding complaint and was deemed conforming; the probe was able to enter into the trocar cannulas. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The video attached to the parent complaint was reviewed by the manufacturing site. The video is of an eye in surgery, the reported product complaint was not confirmed. The returned samples were found to be conforming, therefore a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocars were manufactured to specifications. All trocar assemblies are 100% inspected for gage size. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cutter could not be inserted completely into the trocar, it got stuck in it and when taking the cutter out of the patient's eye, the shaft part was shaved and the outer cylinder was peeled off during a procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.